Event description:
Resistance encountered when inserting guidewire through introducer. Wire pulled back, introducer angle lowered. Wire attempted to be advanced again but met resistance again. Both wire and introducer were removed. Upon removal, wire was noted to be damaged. Imaging demonstrated retained piece of wire in distal radial artery.